Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission on (B)(6) 2023. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. Isometric exercises could reproduce the noise noted on rv lead. Programming changes were made. The patient was stable throughout.